Event description:
On (B)(6) 2025 patient's daughter called inogen to report that the patient's device rove4 was not delivering oxygen to the patient. Per the daughter she stated patient was in distrees and she had to take the patient to the hospital to receive oxygen. The patient recieved oxygen, the daughter stated she was currently in a rehab recovering.

Manufacturer narrative:
The unit was received for investigation on june 30, 2025. The unit was received with an oxygen error, and the complaint was confirmed through the data log, which also indicated contamination of the zeolite. The high psa 16 suggests that the zeolite was being compromised by moisture, leading to high column pressure, and decreased internal and external performance. Additionally, the housing was replaced due to cosmetic damage, and the compressor was found to be noisy because of damaged seals. The unit was repaired and the patient received a replacement unit.